Event description:
A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid-left anterior descending (lad) artery. It was reported that radial access was obtained using a 6fr sheath, then a guidewire was placed in the lad. A sapphire balloon was inflated twice at 8 atm in the mid-lad, with a subsequent inflation; however, the atm is unknown. The c2+ was then positioned in the lad and inflated to 4 atm and 100 pulses were delivered. This was followed by the placement of an nc neo trek balloon, but the atm for this inflation is unknown. Following angiography, a dissection was observed both proximally and distally in the lad; the dissection grade was not reported. The patient experienced rapid hemodynamic deterioration and coded on the table. The staff indicated that they do not believe the dissection was a result of the c2+ device. No stent was placed during the procedure.

Manufacturer narrative:
The device referenced in this report was discarded and will not be returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, a dissection was observed via angiography and the patient experienced rapid hemodynamic decline and subsequently expired. There was no c2+ ivl malfunction reported, and the site indicated that they do not believe the dissection was a result of the c2+ device. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.